Event description:
Related manufacturer reference number: 2017865-2023-38599 it was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds and high pacing impedance on the right ventricular (rv) lead, during the procedure lack of slack, failure to capture, p wave amplitude variation on the atrial (ra) lead. The physician elected to explant and replace both the rv and ra lead. The patient was in stable condition.